Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not have an explant. Also patient had a chronic wound infection which was not device related.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to device no longer helping with the patients pain.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.